Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when suturing ligament ankle during a tendon procedure, both needle and thread broke. The product was replaced to complete the case. There was no patient injury.